Event description:
It was reported that the patient presented in clinic for follow up. A device interrogation was performed and discovered that the patient's implantable cardioverter defibrillator (ICD) had been inappropriately gone into backup mode with high voltage therapies inactive due to a magnetic resonance imaging (MRI) procedure. It was noted that the ICD was not put into MRI mode prior to procedure. The device was able to be reprogrammed to its original settings. The patient had no consequences.